Manufacturer narrative:
On june 5, 2023, mentor became aware regarding the impacted device, and that the date of surgery was (B)(6) 2023. Hence, following fields have been updated on this form: - added "patient's" age, ethnicity and race under section a - is required intervention has been selected under section b; field b2 - added date of event under field b3 - field d1 for brand name has been updated to "mentor smooth round high profile" - field d4 for catalog number has been updated to "3502275" - field d4 for lot number has been updated to "6453055" - field d4 for serial number has been updated to (B)(6) - field d4 for unique identifier( UDI) has been updated to (B)(4). - added date of implant under fields d6a - fields d6b for explantation date have been updated to (B)(6) 2023. - field g4 for PMA/ 510(k) has been updated to "p990075" - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 6, mentor became aware that the country of implantation was germany, and country when problem was first observed/ diagnosed? Was spain. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 13, 2023, mentor became aware that the serial number was (B)(6); field d4 has been updated on this form. Per information received, reviewed, and verified this complaint reference number 1645337-2023-03308 has been identified as a duplicate of manufacturer reference number 1645337-2023-04924. Hence, any additional information will be reported under the manufacturer's report number 1645337-2023-04924. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown saline implants and experienced unknown side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).